Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced elevated blood glucose levels into the 200's. The customer stated this occurred after reaching the last 10 units of insulin available in the cartridge. The customer declined troubleshooting with tandem technical support. No additional information was provided.